Manufacturer narrative:
E3: occupation: lead tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the glidewire broke during a procedure. It was referenced that it had not been left in the patient. The event occurred intra-operative.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d9 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the actual sample was not returned, investigation of it could not be performed. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and analysis could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following controls. The guidewire is passed through the dedicated tool on 100% basis to confirm that there is no peeling of the outer layer or adhesion of any foreign substances on the surface of guidewire. Through eddy current flaw detection*, it is confirmed that there is no crack in the core wire over the entire length. The outer diameter of core wire is controlled to assure the strength of core wire. Before packaging, 100% visual inspection is performed to confirm that there are no anomalies in their appearance, such as peeling of the outer layer, exposure of core wire, or scratches. (*eddy current flaw detection: when an alternating current is passed through a coil, a magnetic field is generated in the direction perpendicular to the current. When the coil is brought close to the conductor (core wire), an eddy current is generated on the surface of the conductor. If any anomaly including a crack is generated in the conductor, the eddy current avoids the crack and flows around the conductor, so that the flow changes as compared with the case where there is no crack. The method of detecting changes in the flow of eddy currents and searching for cracks is called eddy current flaw detection.) The instructions for use (IFU) of this product includes the following information: "[warnings] if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section d1: brand name, section d4: UDI, model number, and the catalog number.